Event description:
It was reported that the patient had an allergic reaction to the pulse generator. The device was explanted and re-sterilized and re-implanted. The patient continued to have an allergic reaction. A new device has been requested with a special coating. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.